Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that at one point their blood glucose was in the range of 400 mg/dl. Their current blood glucose was 148 mg/dl. They declined troubleshooting for the high blood glucose. They did not mention any form of treatment. The device will not be returned for analysis.